Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported primary alarm failure. The customer indicated an error code consistent with primary alarm failure was in the diagnostic log. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 01may2020. B4: 20may2020. The customer confirmed in the diagnostic report that the ventilator generated an error relevant to the primary alarm failure and speaker test failure. The customer resolved the issue by replacing the motor speaker and the power speaker. After installing the new power speaker, the v60 ventilator passed all test with no errors. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.